Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a cause for this one time event. Investigation summary: the sample was returned for evaluation and physically investigated. Catheter was stuck inside of the introducer sheath. The attempt to pull out the catheter from the sheath resulted in the helix deformation. The introducer sheath that was used by the physician is not standard 10f sheath due to it's coloring and incompatibility. Therefore, the investigation is confirmed for the reported issues. A cause of the event is device incompatibility, the introducer sheath that was used is not compatible with the rotarex s catheter. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 04/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure and when the device was attempted to pass, the device allegedly got stuck inside the introducer as a result the entire device was removed off the patient. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure and when the device was attempted to pass, the device allegedly got stuck inside the introducer as a result the entire device was removed off the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 04/2024).